Event description:
It was reported that an atrial tachycardia/atrial fibrillation (at/af) episode showed oversensing on the atrial electrogram (egm.) The atrial lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.